Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 130 units of insulin. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose was 160 mg/dl.